Manufacturer narrative:
The lot number was not provided, therefore a review of the device history record was not possible. Sample was not returned for evaluation due to the positive (B)(6). All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors.

Event description:
I-flow received a report stating, pt had something black come to the surface near sutures while pump was in use. Investigation by the surgeon found that the tip of the catheter had migrated to the surface. Physician feels that mrsa caused catheter to rise to surface. No culture was done. Pt placed on antibiotics and is doing better. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(6).